Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 317309-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, hypothyroidism, gestational hypertension, hepatitis c, smoker, drug dependence, anxiety, insomnia, back pain, obesity, postpartum depression, lipase increased, dysuria, menorrhagia, headache, hepatitis and vaginal dryness. Family history included hypertension (father), thyroid disorder (father), hypertension (mother) and thyroid disorder (mother). Concomitant products included labetalol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss"), fatigue ("fatigue"), polycystic ovaries ("polycystic ovaries"), dysmenorrhoea ("dysmenorrhea") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and partial left oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, allergy to metals, dyspareunia, ovarian cyst, alopecia, fatigue, polycystic ovaries, dysmenorrhoea and dysfunctional uterine bleeding outcome was unknown. The reporter considered allergy to metals, alopecia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, ovarian cyst, pelvic pain, polycystic ovaries and urinary tract disorder to be related to essure. The reporter commented: it was reported that the left ostium was identified first and the essure coil deployed without problem with 5 coils visible. The contralateral ostium was then identified and essure coil deployed in a similar manner with 7 coils showing. Reported lot number 317309 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 317309-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, hypothyroidism, gestational hypertension, hepatitis c, smoker, drug dependence, anxiety, insomnia, back pain, obesity, postpartum depression, lipase increased, dysuria, menorrhagia, headache, hepatitis, vaginal dryness, grand multiparity, uterine enlargement and dysfunctional uterine bleeding. Family history included hypertension (father), thyroid disorder (father), hypertension (mother) and thyroid disorder (mother). Concomitant products included labetalol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss"), fatigue ("fatigue"), polycystic ovaries ("polycystic ovaries"), dysmenorrhoea ("dysmenorrhea"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), intervertebral disc degeneration ("degenerative disk disease"), hypothyroidism ("hypothyroidism") and gait disturbance ("couldn¿t hardly walk"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and partial left oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, allergy to metals, dyspareunia, ovarian cyst, alopecia, fatigue, polycystic ovaries, dysmenorrhoea, dysfunctional uterine bleeding, intervertebral disc degeneration, hypothyroidism and gait disturbance outcome was unknown. The reporter considered allergy to metals, alopecia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, gait disturbance, genital haemorrhage, hypothyroidism, intervertebral disc degeneration, ovarian cyst, pelvic pain, polycystic ovaries and urinary tract disorder to be related to essure. The reporter commented: it was reported that the left ostium was identified first and the essure coil deployed without problem with 5 coils visible. The contralateral ostium was then identified and essure coil deployed in a similar manner with 7 coils showing. Reported lot number 317309 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 317309-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, hypothyroidism, gestational hypertension, hepatitis c, smoker, drug dependence, anxiety, insomnia, back pain, obesity, postpartum depression, lipase increased, dysuria, menorrhagia, headache, hepatitis and vaginal dryness. Family history included hypertension (father), thyroid disorder (father), hypertension (mother) and thyroid disorder (mother). Concomitant products included labetalol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss"), fatigue ("fatigue"), polycystic ovaries ("polycystic ovaries"), dysmenorrhoea ("dysmenorrhea"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), intervertebral disc degeneration ("degenerative disk disease"), hypothyroidism ("hypothyroidism") and gait disturbance ("couldn¿t hardly walk"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and partial left oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, allergy to metals, dyspareunia, ovarian cyst, alopecia, fatigue, polycystic ovaries, dysmenorrhoea, dysfunctional uterine bleeding, intervertebral disc degeneration, hypothyroidism and gait disturbance outcome was unknown. The reporter considered allergy to metals, alopecia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, gait disturbance, genital haemorrhage, hypothyroidism, intervertebral disc degeneration, ovarian cyst, pelvic pain, polycystic ovaries and urinary tract disorder to be related to essure. The reporter commented: it was reported that the left ostium was identified first and the essure coil deployed without problem with 5 coils visible. The contralateral ostium was then identified and essure coil deployed in a similar manner with 7 coils showing. Reported lot number 317309 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 317309-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, hypothyroidism, gestational hypertension, hepatitis c, smoker, drug dependence, anxiety, insomnia, back pain, obesity, postpartum depression, lipase increased, dysuria, menorrhagia, headache, hepatitis and vaginal dryness. Family history included hypertension (father), thyroid disorder (father), hypertension (mother) and thyroid disorder (mother). Concomitant products included labetalol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss"), fatigue ("fatigue"), polycystic ovaries ("polycystic ovaries"), dysmenorrhoea ("dysmenorrhea"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), intervertebral disc degeneration ("degenerative disk disease"), hypothyroidism ("hypothyroidism") and gait disturbance ("couldn¿t hardly walk"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and partial left oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, allergy to metals, dyspareunia, ovarian cyst, alopecia, fatigue, polycystic ovaries, dysmenorrhoea, dysfunctional uterine bleeding, intervertebral disc degeneration, hypothyroidism and gait disturbance outcome was unknown. The reporter considered allergy to metals, alopecia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, gait disturbance, genital haemorrhage, hypothyroidism, intervertebral disc degeneration, ovarian cyst, pelvic pain, polycystic ovaries and urinary tract disorder to be related to essure. The reporter commented: it was reported that the left ostium was identified first and the essure coil deployed without problem with 5 coils visible. The contralateral ostium was then identified and essure coil deployed in a similar manner with 7 coils showing. Reported lot number 317309 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. Event degenerative disk disease, hypothyroidism, couldn¿t hardly walk added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 317309) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, hypothyroidism, gestational hypertension, (B)(6), smoker, drug dependence, anxiety, insomnia, back pain, obesity, postpartum depression, lipase increased, dysuria, menorrhagia, headache, (B)(6) and vaginal dryness. Family history included hypertension (father), thyroid disorder (father), hypertension (mother) and thyroid disorder (mother). Concomitant products included labetalol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss"), fatigue ("fatigue"), polycystic ovaries ("polycystic ovaries"), dysmenorrhoea ("dysmenorrhea") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and partial left oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, allergy to metals, dyspareunia, ovarian cyst, alopecia, fatigue, polycystic ovaries, dysmenorrhoea and dysfunctional uterine bleeding outcome was unknown. The reporter considered allergy to metals, alopecia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, ovarian cyst, pelvic pain, polycystic ovaries and urinary tract disorder to be related to essure. The reporter commented: it was reported that the left ostium was identified first and the essure coil deployed without problem with 5 coils visible. The contralateral ostium was then identified and essure coil deployed in a similar manner with 7 coils showing. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.